Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited gradually increasing shock impedance measurements. Boston scientific technical services discussed gradual rises in impedance are not indicative of a lead fracture rather a physiologic change and suggested reprogramming changes. No further actions were reported. The lead remains in service. No adverse patient effects were reported.